Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci) procedure, the physician had difficulty advancing the cypher 3.5 x 28 mm stent to the intended proximal mid left anterior descending (lad) target lesion. The physician removed the stent delivery system (sds) from the pt, and upon inspection, the distal stent struts were noted to be flared. Another cypher 3.5 x 23 mm stent was used to successfully complete the procedure/treat the pt. The physician inspected the product prior to use and no anomalies were noted. There was no reported pt injury.

Manufacturer narrative:
The target lesion was the proximal/mid lad. The lesion was reported to be: de novo, heavily calcified, moderately tortuous, and a 99% stenosis. Rotablator was done. The lesion was then pre-dilated with a ryujin balloon/details unk. Please note that device (lot# 13363067) is distributed outside the united states, however, it is similar to the united states product. The product was returned for eval and testing; however, the engineering eval is not complete. Additional info will be submitted within 30 days upon receipt.